Event description:
The rptr performed a back to back (rapid succession) blood glucose test obtaining results of 20 mg/dl and 180 mg/dl. The rptr stated that sometimes she cannot draw enough blood to place on her strip. She did not have control solution. No symptoms were reported.